Event description:
The device failed at the beginning of a diagnostic colonoscopy procedure and there was a 1 hour delay. Physician stated image was reversed at the beginning of the case and the representative worked to try to resolve the issue. The doctor worked for an hour before switching out the tower and scope to the old equipment. She then finished the procedure in 20 minutes.

Manufacturer narrative:
This supplemental report is being created to include additional information received. The following sections have been updated: b1, b2, b5, h1, h4, h6 health impact code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00365.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image inversion which led to a one hour procedure delay occurred due to an error in the configuration of the device. The root cause of the phenomenon's could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. An olympus technical support engineer went through the device settings over the phone and resolved the reported inverted image for the customer. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an r at the bottom right-hand corner of the screen on the evis exera iii video system center denoting image rotation issues. The issue was found during a procedure. There were no reports of patient harm.